Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the modular cable driveline connection came apart. The patient was able to reconnect immediately afterwards. Log files were submitted for review. The log files ranged from (B)(6) 2025 at 1:49 am to (B)(6) 2025 at 3:35 pm. There were no unusual events recorded in the log file event history. There were no pump stops in either set of log files as well.

Event description:
It was later reported that there was no disconnect and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 modular cable was evaluated following the reported event of a driveline disconnect; however, per the additional information provided no driveline disconnect occurred. A log file was submitted for review and the data in the log file did not indicate any issues with the modular cable. No atypical alarms were observed in the log file. The pump maintained a speed within the low speed limit without issue throughout the log file. The reported event could not be correlated to an issue with the modular cable. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The lot number of the heartmate 3 modular cable was not reported with the event. No further information was provided. The manufacturer is closing the file on this event.